Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 2175239. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that during use with an unspecified amount of bd precisionglide¿ needle the needles were discovered to be clogged. There was no report of patient impact. The following information was provided by the initial reporter: unable to inject/tips are blocked.

Event description:
It was reported that during use with an unspecified amount of bd precisionglide¿ needle the needles were discovered to be clogged. There was no report of patient impact. The following information was provided by the initial reporter: unable to inject/tips are blocked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.